Manufacturer narrative:
Based on the results of the DHR (device history record) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual inspection, the guidewire was noted to be kinked/bent at 33cm from the distal end, the guidewire ptfe (polytetrafluoroethylene) coating was examined under magnification, the coating was scraped at the proximal tip and peeling at 118cm from the proximal end, the core wire distal end was observed through the distal tip dome, hydrophilic coating was hydrated there were no anomalies noted, and the torque device was not returned. During functional inspection, the guidewire was advanced through a flushed demonstration sl-10 microcatheter with slight friction. The as reported 'guidewire torque problem' was not confirmed during analysis as the torque device was not returned. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the dispenser hoop was flushed before removing the guidewire and there was no resistance encountered removing the guidewire from the dispenser hoop. The device was confirmed to be in good condition during preparation/prior to use on the patient and the device was prepared as per the dfu. Continuous flush was set up and maintained throughout the clinical procedure, the device was used in conjunction with a gateway device. The patient¿s anatomy was moderately tortuous. An introducing needle was used with the guidewire during the insertion process. Analysis of the returned device found a kink/bend 33cm from the distal end which most likely occurred when difficulty was experienced torqueing the guidewire. The torque device was not returned therefore it was not possible to determine why the user was having issues rotating the guidewire with the torque device. The guidewire was advanced through a flushed demonstration sl-10 microcatheter with slight friction due to the kink/bend at the distal end of the guidewire. Analysis of the returned device found the ptfe (polytetrafluoroethylene) was scraped at the proximal tip and peeling was noted 118cm from the proximal end. This is indicative of damage from the collet/torque device provided with the guidewire. It is most likely the torque device was not securely fastened causing it to drag down the wire during use. It is also probable the torque device was subsequently over fastened which resulted in the damage noted 118cm from the proximal end and the difficulty experienced rotating the guidewire during the procedure. The as reported 'guidewire torque problem' was not confirmed during analysis as the torque device was not returned. An assignable cause of procedural factors will be assigned to the as analyzed ¿guidewire kinked/bent¿, ¿guidewire ptfe coating peeling¿ and 'guidewire friction¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
Analysis of the returned device found the subject guidewire (ptfe) polytetrafluoroethylene coating was peeling/peeled. There were no clinical consequences to the patient reported as a result of this event.